Event description:
The dexcom g7 sensor failed twice while traveling in europe, exhausting the reserve supply of g7 sensors I brought for the 14 day trip. Losing the closed-loop system on my tandem t-slim severely impacted control of my type 1 diabetes, leading to several episodes severe hypoglycemia. Because we traveled across 4 countries involving a significant amount of physical exercise, using a finger-stick glucometer proved very difficult. I attempted to call dexcom, but wait times were up to 30 minutes and international mobile phone rates on my phone plan is very expensive. It should be noted that I cleaned the insertion site with rubbing alcohol, inserted on the back of my arm, and hadn't taken acetaminophen. I suspect the root of the failures (I also had 3 failures at home 2 days before leaving for europe) is linked to trying to start the g7 sensor on the dexcom g7 application on my phone at the same time I start the new sensor on my tandem t--slim. I was able to successfully start a new sensor when I returned home tonight using only the insulin pump. Reference report #mw5159228, #mw5159229, #mw5159230, #mw5159231.